Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) giving repeated gas line alarms during use. There was no patient harm or injury.